Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeataed recoverable error 32100 occurred on the patient side cart (psc) when setting up for the procedure. The customer had performed hard power cycle the psc before contacting the tse, but the issue was not resolved. The tse had the customer use the other psc from the other dv5 system. There was no patient involvement when the issue occurred.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse power cycled the system twice with no errors. The fse reseated j30 and j31 connectors, and error 32100 appeared after a power cycle. The fse swapped j30 and j31 connectors and axes controller platform (acp) 2 and 3 and reprogrammed to resolve the issue. The fse power cycled 10 times and ran the column through a full range of motion with no further issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.